Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the monitor does not transmit data. No other details regarding the nature of this event were provided.